Event description:
It was reported that one of the eyes of the endoscope did not work. The procedure was reportedly converted due to the patient's condition. On (B)(6) 2022. The following additional information was obtained regarding this event: the issue occurred on (B)(6) 2022. It was identified prior to starting procedure, post-anesthesia, ports not placed. It was confirmed that procedure was converted due to patient anatomy and the endoscope was not used. No further details were available.

Manufacturer narrative:
The customer was requested to have the endoscope returned for failure analysis. However; intuitive surgical, inc. (Isi) has not yet received the 30 degree endoscope for evaluation. Therefore; the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the 30 degree endoscope (part# 470027-64 / lot/serial# (B)(4). Associated with this event has been performed. Per this review of the logs, the 30 degree endoscope was last used on (B)(6) 2022. Via system serial# sk0421. There were 1861 uses remaining after this last usage. Per logs appears scope was used in a procedure on (B)(6) 2022. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: the customer aborted the procedure after the start of the procedure, reportedly due to the patient's condition. It was reported that the endoscope was blank in one eye, but that it was not related to the procedure being aborted because the endoscope was not used. However, system logs revealed that the endoscope was used during the procedure on this date. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change. At this time, it is unclear if the endoscope contributed to the system not being in an available state. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2 and h3 analysis information can be found in fields h6 and h10 intuitive surgical, inc. (Isi) received the 30 degree endoscope involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer reported complaint. There was no image on the left eye of the endoscope. The issue is attributed to be due to a component failure.

Event description:
Refer to h10/h11 for follow-up information.